Event description:
Post evar residual thrombus in iliac artery was treated with stent placement. Successfully deployed, post angiogram arterial closure device attempted to be deployed, fractured in use with piece of broken device distalized occluding femoral and/or external iliac artery. Due to the new critical limb ischemia, attempts were made to take to surgery here for open removal of distalized piece of the perclose catheter. Contact with (B)(6) (referring facility and primary insurer) resulted in plan to return (B)(6) to (B)(6) for emergency vascular surgery. Surgery was successful at removal of device fragment. Proceduralist gave the broken device component to the sales representative from abbott vascular, (B)(6), who in turn returned device to abbott. Device was released to vendor on date of incident. (B)(6) considers this to be a follow up report of the incident since abbott vascular had a duty to report this incident also. Patient required additional surgical intervention to this failure and potentially has residual nerve injury to her right leg incurred during the time of limited blood flow to right leg.